Event description:
The manufacturer received information alleging a ventilator failed to power up. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to power up. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and internal battery were replaced to address the issue. There was evidence of dust and dirt contamination.